Event description:
It was reported that a dexcom g7 sensor used with the ilet bionic pancreas experienced pairing failure and intermittent communication, and the user replaced the sensor after assistance; no alerts or alarms were noted. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem involving the electrical/magnetic subsystem, specifically the antenna, consistent with intermittent communication failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.